Manufacturer narrative:
Covidien reference number: (B)(4). Service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient involvement.